Event description:
Water splashed from the tip.

Manufacturer narrative:
The reported versajet hand piece was received for evaluation. A visual inspection was performed on the exterior of product and no damage was observed. The reported complaint could not be replicated during the evaluation; a performance test was conducted and no anomalies were found, the device passed functional tests and was confirmed to be priming as expected with a smooth stream.